Manufacturer narrative:
Investigation results: conmed linvatec is unable to confirm this reported problem because the device is not being returned for evaluation. The instructions for use contain the following warning: inspect the sterile transfer battery case for any damage, such as: cracks in the case, or damaged, broken, or worn o-rings, latch and/or hinge. If damage is found, do not use. Sterility may be compromised and patient infection may occur. A corrective action is in process to address this failure mode. Conmed linvatec will continue to monitor this device for failures.

Event description:
The customer reported that during use of this battery case in a total arthroplasty surgery, the rails broke. The user reported notable vibration of the handpiece in use. This event resulted in the battery case falling off of the handpiece and pieces of the rail falling into the surgical site. The customer reported difficulty removing the rail fragments from the surgical site but this did not result in injury to the patient.